Manufacturer narrative:
The lot number of the device used is unknown, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A customer ship history and a complaint trend analysis are in progress. Results will be provided in a follow-up medwatch report.

Event description:
Note: the date of event is unknown. In 2007, it was reported to boston scientific corporation that one or two days post procedure for an esophageal biopsy (pt age and gender unknown) using a radial jaw 4 biopsy forcep, the pt was treated for "having a fever and chills and had a small perforation in the esophagus". The physician successfully treated the perforation with clips. The pt is reported as "fine".